Event description:
We recently adopted via l2bagdc devices in our hospital and have received reports (total 6 thus far) of the adapter leaking after beginning the infusion. Sometimes the nurse comes back into the room to find the antibiotic leaking on the floor. The combination has been with piperacillin/tazobactam 3.375gm (hospira and xgen) mixed with dextrose 100 ml (baxter) in all examples. We switched to mixing it in 0.9 percent saline 100 ml (baxter) and have not received complaints thus far. The fact that it has been multiple occasions and consistent combination of products led me to report it. Thank you. Where did the error occur: (B)(6).